Event description:
In 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was having intermittent power issues. The patient stated that the alleged issue started about 1-2 weeks prior to an event. The patient typically tests her blood glucose 3 times a day during mealtimes. On the morning of event day, the patient tried testing her blood glucose but the reported meter would not turn on. The last time she had been able to test her blood glucose successfully was the day before, in the morning time. Although the patient could not test her blood glucose on the morning of the event, she continued to take her everyday morning dose of 65 units "humalog 50/50" insulin. The patient mentioned that if her blood glucose is less than 180 mg/dl, she will usually take a smaller dose of insulin. Around lunchtime that same day, the patient found herself lying on a couch while at work but she could not remember how she got there. The patient believed that she most likely "passed out." When the patient regained consciousness, she was sweating and weak. The paramedics were contacted by her coworkers. When they arrived, the paramedics tested her blood glucose using an unknown device and got a result of "25 mg/dl." The patient was given peanut butter and jelly, and juice. The paramedics also checked her blood pressure and connected her to an EKG." She was not given any further treatment. The paramedics left when she started feeling better and her blood glucose reached the "70's" mg/dl. The patient stated that if she had known what her blood glucose was on the morning of the event, she might not have taken her insulin or just taken a lower dose. During the troubleshooting process, the reported meter was intermittently powering on. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she could not test her blood glucose on the morning of the event, took insulin without knowing what her blood glucose level was, developed symptoms, and received medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.